Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker undersensed atrial flutter. The atrial sensitivity was reprogrammed and boston scientific technical services (ts) was consulted. Ts reviewed the episode strip and confirmed that the sensitivity adjustment should mitigate the issue and allow the device to remain in dual chamber inhibited pacemaker (ddi) fall back mode while ventricular rate is initiated through biventricular (biv) trigger and regulated through the ventricular rate regulation (vrr) algorithm to maintain higher percentages of biv pacing. Ts noted that treatment or ablation of the atrial flutter would be ideal for this patient. No adverse patient effects were reported. The device remains in service.